Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 11 july 2022, a 35mm amplatzer patent foramen ovale (pfo) occluder and a 9f amplatzer torqvue delivery system were selected for procedure. It was confirmed via intraoperative esophageal ultrasound, that the amplatzer pfo occluder exhibited a bulbous deformation when deploying it inside the patient. There was no interaction with cardiac structures and no kink or angulation noted in the delivery system. The decision was made to replace the 35mm amplatzer pfo occluder with an unknown non-abbott device to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. An image from field appeared to show bulbously deformed distal disc of an occluder device deployed partially through the loader. The cause of the reported incident could not be conclusively determined. H6. Health effect - impact code: 4648 code removed.